Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the product damage was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The patient was coding while the staff was prepping the pump. After shocking the patient, the patient became unruly and kicked the pump off the sterile field. The physician used another pump to stabilize the patient.